Event description:
It was reported that during testing conducted by a manufacturer sales representative at the user facility, the irrigation wheel was not spinning properly. The wheel would start to turn, then slow down, and then would hit and miss start and turn. A lack of irrigation in the device is known to cause overheating. The user facility reported that there was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
Device evaluation: follow up being submitted for investigation results.

Event description:
It was reported that during testing conducted by a manufacturer sales representative at the user facility, the irrigation wheel was not spinning properly. The wheel would start to turn, then slow down, and then would hit and miss start and turn. A lack of irrigation in the device is known to cause overheating. The user facility reported that there was no patient involvement, no delay, no medical intervention, and no adverse consequences.